Event description:
T was reported that during a laparoscopic appendectomy, the device fired malformed staples. The device was difficult to open. The device had to forcibly be opened but it did open. It is unknown how the case was completed. There were no patient consequences reported. No device returning.

Manufacturer narrative:
(B)(4); device was not returned for evaluation.